Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia/hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. According to the patient, on (B)(6) 2026, the patient experienced ¿feeling low¿, but no symptoms were reported. When a fingerstick was taken, the cgm reading was 6.3 mmol/l, and the blood glucose reading was 2.1 mmol/l. The patient was treated with a glucagon injection by their daughter and wife. No further medication was reported, and the patient did not go to the hospital according to the information provided. At an unknown time during the same event, but most likely after treatment the cgm reading was 21.0 mmol/l, and the blood glucose reading was 32.0 mmol/l. No further symptoms or treatment was reported. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.